Event description:
"The kii balloon blunt tip (including the stability cone - bolster seal) was inserted into the abdominal cavity. When the kii balloon blunt tip was removed from the pt, the conical gel seal of the stability cone remained in the pt." Pt status: "stable".

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.